Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported damaged thumbwheel.

Event description:
It was reported a defective wheel was noted on the absolute pro, the thumbwheel was not aligned and appeared to be broken. There was no further information provided of the device. The device was not used and discarded. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.